Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the customer had expressed that they would like to be able to lock the alaris system other than by using tamper resist feature and other than the patient controlled analgesia pump module's syringe lock box. They requested future alaris capabilities to include an authorized user mode at the drug level on the pcu. The customer later reported an event where the patient was able to press the tamper-resistant button independently after nursing staff exited the room. This allowed the patient to access and manipulate the infusion pump and obtain a significant additional quantity of ketamine beyond the intended dose because of the tampering. The customer also provided the following further feedback: "our preference would be for bd to address this vulnerability through a software-based solution, specifically by creating or enhancing password protection functionality¿ideally configurable at the medication level within guardrails. However, we are open to other solutions such as a physical lockbox or other mechanism around the pump¿s access panel." There was patient involvement, but the impact is unknown.